Manufacturer narrative:
The patient weight not provided. Device unique identifier (UDI)-device was manufactured prior to the UDI labeling implementation. Approximate age of device- 6 years and 4 months. No further information has been provided, but additional information has been requested. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device(lvad) on (B)(6) 2011. It was reported that the patient expired at another hospital on (B)(6) 2017 due to intracranial hemorrhage. There was no device alarms reported for event. The patient reportedly experienced unspecified symptoms. Further details regarding the patient expiration were not known by the lvad implanting center; however, more details would be provided if available.

Event description:
On (B)(6) 2018, the patient's discharge summary was received which contained the following additional information: on (B)(6) 2017, the patient presented to the emergency department(ed) with continued complaints of nausea, vomiting and generalized fatigue. They were not able to keep any food down for some time. According to the patient and their family, the nausea had been an issue for the past 3 weeks. Reportedly the patient has had significant weight loss. Prior to presenting to the ed today, the patient reports a 102 degree fever. Tylenol was taken prior to coming in to the ed. The patient also complained of history of recent headaches. Ed performed computed tenography's (CT) of the head, abdomen, and pelvis which were unremarkable. On (B)(6) 2017, the patient was unresponsive and had left arm and eye twitching and shaking. This then stopped spontaneously and patient remained unresponsive. Flows on lvad were stable and pulse was felt at wrist. The patient was placed on non-rebreather with improvement of stats but breathing became more labored. Stroke alert called, rapid response team (rrt) was called. The patient taken to open heart unit urgently for further treatment and evaluation. On (B)(6) 2017, the patient arrested, echocardiogram was performed which showed no flow in the lv outflow trac. The patient was made do not resuscitate (dnr) and ultimately expired at 1535.

Manufacturer narrative:
Additional information can be found in b5.

Event description:
On (B)(6) 2018, the patient's discharge summary was received which contained the following additional information: on (B)(6) 2017, the patient presented to the emergency department (ed) with continued complaints of nausea, vomiting and generalized fatigue. They were not able to keep any food down for some time. According to the patient and their family, the nausea had been an issue for the past 3 weeks. Reportedly the patient has had significant weight loss. Prior to presenting to the emergency department today, the patient reports a 102 degree fever. Tylenol was taken prior to coming in to the emergency department. The patient also complained of history of recent headaches. Emergency department performed computed tomography's' (CT) of the head, abdomen, and pelvis which were unremarkable. On (B)(6) 2017, the patient was unresponsive and had left arm and eye twitching and shaking. This then stopped spontaneously and patient remained unresponsive. Flows on lvad were stable and pulse was felt at wrist. The patient was placed on non-rebreather with improvement of stats but breathing became more labored. Stroke alert called, rapid response team (rrt) was called. The patient taken to open heart unit urgently for further treatment and evaluation. On (B)(6) 2017, the patient arrested, echocardiogram was performed which showed no flow in the lv outflow trac. The patient was made do not resuscitate (dnr) and ultimately expired at 1535.